Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The articulating tip of the pinnacle articulating screwdriver is very stiff, making inserting screws difficult.

Manufacturer narrative:
Conclusion and justification status for MDR: a functional test of the returned items does not confirm the reported event. A search of the complaints databases finds no other similar reports against the product and lot code combinations since their release to distribution. Product problem has not been identified. Based on the performed investigation, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.